Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the patient was in atrial fibrillation while the right atrial (ra) lead was implanted, and difficulty was noted with retracting helix and placing the lead with abnormal measurements seen. After finding a proper location the ra lead was finally positioned. The device was connected to the lead successfully. It was noted that a half hour after the procedure the patient was in tamponade and a small perforation resulted in an effusion. The patient was in the intensive care until for a thoracotomy and for drainage. The patient was operated on in the emergency room to resolve the tamponade. The patient was well after the procedure. No additional adverse patient effects were reported.